Event description:
The pump was returned for service and during final accuracy testing the pump was found to underdeliver by -17% and -18%. The customer indicated there was no report of pt injury associated with this pump.